Event description:
On 7/10/97 - patients came to office after receiving ICD shocks. Evaluation showed lead problem. Hospitalized & taken to or on 7/14/ for lead revision and generator change. Patient on coumadin at time of admit (4 day delay) insulation break found on old lead. New lead and generator implanted. Old lead capped and left in place.